Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had bubbles on screen and as well as scratch on screen so customer cannot read the display. Customer stated that they had issue on sensor like sensor updating. Customer¿s current blood glucose was 244mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.